Manufacturer narrative:
Duragen was not returned for evaluation (since product sample was used in the patient) and lot number information has not been provided, therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the issue reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be re-opened, and the respective evaluation performed. Trends will be monitored for this, and similar issues. At present, we consider this complaint to be closed.

Event description:
This is 1 of 2 reports linked to mfg report number (B)(4). During a poster presentation at the (B)(6) neurosurgical society event held on (B)(6) 2020, it was reported that cerebrospinal fluid (csf) leakage was confirmed when duragen was used with fibrin glue to close dura mater on an unspecified date. The indication for use was pituitary adenoma. After the procedure, no csf leakage, or infection was observed, and reoperation was not performed. The patient was reported as recovering favorably. No further information was provided by the facility. This adverse event occurred on two different patients, and this is the report for patient #1; refer to the mfg report number listed above.